Manufacturer narrative:
(B)(4). During follow up it was reported that the diagnosis of peritonitis was not confirmed. The patient had experienced cloudy effluent and abdominal pain but multiple cultures during this time were unable to identify any growth. Per the nurse, the cloudy effluent was due to the patient being new to peritoneal dialysis therapy. The patient was hospitalized for the abdominal pain but treatment information was not reported. The patient had not yet recovered from the events. No additional information is available at this time. Due to the provided information, the minicap transfer set is no longer a suspect product in this event. The reported information was re-assessed and it was determined that the event is no longer reportable.

Event description:
It was reported a patient experienced and was hospitalized for cloudy effluent manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient had cloudy effluent since the start of pd treatment and has not cleared. Treatment for the event was not reported. The patient was discharged five days later. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number h13c05032 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).